Event description:
The original complaint received states that there was a kink found near the handle of the stent delivery system. It was noticed when opening the packaging. The packaging was intact before being opened. The product was not used in the pt. The product was returned for evaluation and testing. The product was received coiled in a plastic bag. The analysis showed that the outer body was broken, but not completely separated, close to the ID band. No other visual anomalies on the tip or the body were noted. Additional info from the affiliate states that the physician did not notice the defect prior to opening the package. Also, the product was in this condition prior to shipping for evaluation.

Manufacturer narrative:
There was a kink found near the handle of the stent delivery system. It was noticed when opening the packaging. The packaging was intact before being opened. The product was not used in the pt. One non-sterile smart control 6x40mm was received coiled. The stent was mounted on its original position. The outer body was broken-not completely- close to the ID band. No other visual anomalies on the tip or the body were noted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported kink was not confirmed. The cause of the broken body could not be determined. It may have occurred after manufacturing process, during shipping, handling or storage of the units. A meetings was held with the product engineering team in order to determine if this type of failure may have occurred during manufacturing process. The attendees reviewed the returned unit and stated that this type of damage could not occur during the common handling during the manufacturing process. In addition, inspection is in place to prevent damaged catheters from leaving the facility. No corrective action will be requested at this time because the damaged unit does not appear to be manufacturing related.